Manufacturer narrative:
An evaluation of the device found no problems with the device and confirmed it to be operating within published specifications. The field service engineer (fse) performed calibration verification procedures and verified unit to be operating within specifications. Cause cannot be traced to device. No new risks or hazards identified with this complaint. Scarring is listed in the operators manual as a transient side effect that should clear with time. Clinical education reached out the customer and provided additional training to the site.

Manufacturer narrative:
A supplimental MDR will be submitted upon completion of the investigation.

Event description:
Customer reported to technical service that a (B)(6) year old female patient received "radio frequency profound treatment" to the face and neck area on (B)(6) 2019. Treatment included use of dermal handpiece; 651 pulses were administered in total, set at 67 degrees celsius for a 3 second duration at 3 mm pulse spacing on the patient. There was no immediate post-treatment reaction. Upon four and eight week post-treatment follow up, patient had developed acne-like scarring or skin pitting on her lower face and neck. There was no medical intervention, no medications prescribed. Doctor indicates patient will need laser resurfacing.